Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the catheter was kinked on several places along its approximately 18.0cm distal section. It was noted that the crystallized substance was present in the inflation lumen and also in the balloon. No other anomalies were found. All dimensions were within specification. The functional inflation test using an encore inflation device filled with water was successfully performed to check the balloon for leaks. The balloon was inflated for 30 minutes. There was no leak noted. Some friction was noted when advancing a demonstration 0.014 demonstration synchro guidewire through the guidewire lumen. The cause for the observed kinks and friction could not be definitively determined. There is no indication that the device, labeling or packaging failed to meet its specifications when released. There is no indication from the information that the reported event is related to product specification nonconformance. The balloon was inflated and there were no leaks found during the investigation of the device. Therefore, the reported issues of the balloon failed to inflate and leaked were not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that first time, the balloon was successfully inflated to 6 atmospheres to treat a m1-m2 middle cerebral artery stenosis. However, the balloon catheter kicked back due to resistance encountered. The physician attempted to inflate the balloon second time; but the balloon was not expanded possibly due to a leak. The device was removed without any clinical consequence to the patient. The procedure was completed with a different device.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that first time, the balloon was successfully inflated to 6 atmospheres to treat a m1-m2 middle cerebral artery stenosis. However, the balloon catheter kicked back due to resistance encountered. The physician attempted to inflate the balloon second time; but the balloon was not expanded possibly due to a leak. The device was removed without any clinical consequence to the patient. The procedure was completed with a different device.